Manufacturer narrative:
The system was examined and replicated the reported ¿laser fiber not being recognized.¿ the fiber detector sensor was found to have excess balanced salt solution which caused sensor false reaction. The representative cleaned off the balanced salt solution to resolve the issue. The representative did not replicate the other reported events. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported ¿recognition issue¿ can be attributed to excess balanced salt solution on the sensor. The root cause of the other reported events cannot be determined conclusively . The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that before surgery system message (sm) was displayed and laser fiber was not recognized. During surgery infusion was increased but intraocular pressure did not increase. The procedure was completed by replacing the procedure pak with a new one. There was no reports of patient harm.